Event description:
Philips recall directs that all mrx batteries should be checked. Affected batteries should be immediately removed from service. However, philips doesn't have replacement batteries. They have been on back-order for more than a year and there is no eta on replacements. We currently have around 80 devices in house that need to be checked.